Event description:
It was reported, by the patient. That "last night, sitting in bed, out of nowhere my pulse jumped up to one hundred and fifty. This has happened once before. I took a magnet and put it on my pacemaker and it put it to eighty. When I took it off it went up to one hundred and fifty again. It last about four hours, then it worked fine". The patient, also reported, that this happened two years ago on their previous implantable pulse generator (ipg). Which has since, been explanted and replaced. The current ipg was reprogrammed. And it was found that "the ipg was misinterpreting heart signals and incorrectly adjusting his heartrate up". The ipg remains in use. No further patient complications have been reported, as a result of this event.

Manufacturer narrative:
Continuation of d10: 1000-29 tissue valve, implant date: (B)(6) 2009. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.